Manufacturer narrative:
(B)(4)

Event description:
It was reported that the dependent patient presented with complaints of feeling dizzy. The right atrial lead exhibited oversensing. The lead was capped and replaced successfully on (B)(6) 2016. The patient was stable and would be followed normally.